Event description:
A report was received that the patient underwent an pocket revision due to discomfort at the ipg site. The physician repositioned the ipg from the right buttocks to the left buttocks. The patient is reportedly doing well following the procedure.